Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a technician was sprayed in the face while attempting to locate a squealing sound that was emitted from a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse rebuilt the biowaste pump and replaced the bellows. Next, the cse primed the water and processed quality controls (qc), which recovered acceptably. In subsequent visits, the cse replaced female quick-disconnects and the climate control module (ccm). Then, the cse removed and replaced the chemistry (chem) waste pump with the biowaste pump. The technician was not wearing a face shield or safety glasses when troubleshooting a waste pump area on the instrument, which contributed to her exposure to biological waste. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a technician was exposed to biological waste while troubleshooting a sound emitting from the waste pump area within the dimension vista 500 instrument. Since the technician was not wearing a face shield or safety glasses at the time of the event, the liquid splashed onto her face. Subsequently, the technician washed her face with soap. The technician did not seek further medical intervention. There are no known reports of adverse health consequences due to the event.